Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The complaint is classified as MDR reportable due to the following conclusions: the patient alleged that the product was responsible for her symptoms because the meter displayed the low battery icon in late 2008. The patient reportedly did not change the battery and could not locate her spare meter. On the next day, the patient allegedly began having symptoms she described as both "high and low" blood glucose: "cold, nauseated, shaky, rapid heart, thirsty, skin itches, hot." After the perceived issue began, the patient elected to inject 50 units of humalog rather than 100 units and 150 units lantus rather than 200. Whether the patient lowered her metformin oral medication was not provided. The patient refused to provide a follow up telephone number. The meter was replaced.